Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. Next, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer promoted a re-initialization request. The pacemaker's memory content was inspected. The inspection revealed that the device switched into safety backup mode as a result of the detection of invalid memory content. After the manual correction of the invalid memory content, the device was operating as expected. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect invalid memory content and switches into the safety backup mode. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the physician. However, the activation of safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, invalid memory content was identified. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was attempted but not implanted because the device did not provide pacing when a lead was connected. An error message was displayed upon interrogation of this device. There are no adverse events reported for this patient. Should additional information become available, this file will be updated. (B)(4) 2014 - upon receipt of the analysis. We have determined this event should be reported to the FDA.